Event description:
Caller reported accidentally delivering too much insulin during a pump operation. Customer's blood glucose was 300 mg/dl range. The customer was advised by technical support that taking too much insulin can result in severe hypoglycemia and was instructed to contact their healthcare provider for guidance. The caller was informed to monitor their blood glucose levels vigilantly, and both the caller and their partner understood the instructions given.